Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. The event occurred in the therapy initiated on (B)(6) 2014 at 00:45:55. During night drain cycle three, the patient's ultrafiltration reading was 1790ml, indicating the home patient drained 1790ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and an evaluation was completed. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.